Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the console was not fully seated in the cart. The fse charged the batteries and tested them successfully. The unit passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) battery wouldn't charge. There was no patient involvement.